Event description:
Patient on ventilator when device began to beep and device failure code appeared. Failure code: 02.71.007. Patient removed from ventilator and placed on new ventilator. Ventilator removed from service.